Event description:
In 2008, the patient was implanted with a gore excluder aaa trunk-ipsilateral leg endoprosthesis to treat an infrarenal abdominal aortic aneurysm. An aortic extender was also placed to address a proximal type I endoleak. The physician then added a stent because of possible renal artery impingement. The endoleak resolved, and both renal arteries were patent. The patient had no further complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the review of the manufacturing records verified that this lot met all pre-release specifications. Conclusions - unintentional vessel coverage.